Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of pacing and/or sensing with an elevated threshold was observed on the lv channel. X-ray revealed that the lead was dislodged. The lead was programmed off. At the moment, no surgery has been scheduled because the patient has an unrelated issue with the backbone. The patient was in a good condition.